Event description:
The customer reported to olympus, a e315 (unsupported scope error) occurred on the evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Tac instructed the customer to power off the cv-190 system, clean the scope contacts with alcohol. The issue could not be duplicated and both scopes worked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications upon release. As the device was not returned for evaluation, the exact root cause of the failure could not be determined. Based on the results of the investigation, it is possible that debris may have been on the electrical contacts of the scope as the failure could not be duplicated after the customer was instructed to wipe down the electrical contacts. This issue is addressed in the instructions for use (IFU): IFU for the cv-190: connection of an endoscope: ¿make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ IFU for the clv-190: connection of an endoscope: ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor the field performance of this.